Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during atrial lead repositioning procedure, right ventricular lead was found to be dislodged. Stylet was inserted into the rv lead to give it more slack. Lead was repositioned on (B)(6) 2018. Patient was stable throughout the event.